Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events occurring beforehand and no reported rise in the customer¿s blood glucose level beyond safe limits. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any malfunction alarm appeared in the future.